Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose of 49 mg/dl, which were treated with glucose tabs. It was reported that low blood glucose was due to customer programming too many carbohydrates and walking. Customer also had questions regarding blood glucose not registering from meter to insulin pump. No further information provided.